Event description:
Medtronic received information regarding a navigation device. It was reported that the site requested a system checkout. It was later reported that there was a tracking issue during a cranial procedure. It was noted that the site was having these issues while they were in the navigation portion of the software. The site stated they had a hard time seeing the instruments when they would turn the patients head, essentially turning them away from the emitter. The manufacturer representative noted that the emitter's range seemed to be smaller than usual, but after checking the coils the rep determined it functioned as intended. The rep also noticed that there was fraying on the bifurcated video/power cord. Troubleshooting was performed and the site confirmed there was no metal near the emitter. The site did use a metal anesthesia et holder, but confirmed it was far enough away. There was no impact on patient outcome.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733597, device evaluated by MFR: a medtronic representative went to the site to test the equipment. The representative replaced the cable. The navigation system passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The emitter power cord was replaced. The system passed system checkout and was functioning as expected. The emitter power cable was returned for analysis, however, analysis has not been completed at the time of this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: the lot number of product ID: 9733597 was received. The lot number is 140123. H3/h6: the cable was returned to the manufacturer for analysis. Analysis found that the cable jacket had separated at the lemo cable, exposing the shield wire but no bare conductors. Analysis found that the reported event was related to physical damage. Codes b01, c07 and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.